Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported events of difficult to position and cardiac perforation were not confirmed. The leadless pacemaker was returned for analysis. Visual, telemetry, pacing, output, and longevity assessments were normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-51776 it was reported the patient presented for implant procedure. During surgery, the delivery catheter was difficult to maneuver into the right ventricle and the leadless pacemaker (lp) would get stuck in the right atrium. After the lp was maneuvered into the right ventricle, contrast agent showed the lp and delivery catheter had perforated. Cardiac drainage and a thoracotomy were performed, the lp was removed and an epicardial lead was placed. The patient was in stable condition.